Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the pulse generator exhibited auto mode switch episodes due to atrial oversensing. After reprogramming, the device resumed normal function. The patients condition post event was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).